Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
A checkpoint that was inserted outside of the acetabulum broke off and remained in the patient's bone. This was determined at the time of removal.

Manufacturer narrative:
An event regarding other involving a mako checkpoint was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection confirmed the reported event. Checkpoint is broken. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the lot details were not provided. -complaint history review: could not be performed as the lot details were not provided. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.